Manufacturer narrative:
Initial and final MDR(B)(4)- device 1 of 2

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced two infusion set cannula was kinked on (B)(6)2024. The event occured within three hours of insertion. The site of insertion was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-30646. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date no additional patient or event details have been received.